Manufacturer narrative:
Additional suspect medical device components involved in the event: model: linear st lead kit 50 cm. Model number: sc-2218-50. Upn: m365sc2218500. Serial: (B)(6). Batch: 18775676. UDI:(B)(4). Model: linear st lead kit 50 cm. Model number: sc-2218-50. Upn: m365sc2218500. Serial: (B)(6). Batch: 18775676 UDI:(B)(4). Model: clik anchor hex wrench 3 inch. Model number: sc-4276. Upn: m365sc42760. Batch: 18838991. UDI:(B)(6). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. And persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Risk review: a risk review was completed and confirmed that the event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".

Event description:
It was reported that the patient was experiencing inadequate pain relief and a burning sensation on his back. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.